Event description:
Aspen surgical received a report from our distributor indicating that a scalpel blade fell off of the handle and was left inside the patient after surgery. It then needed to be retrieved, in order to prevent any damage that the blade may cause. The scalpel blade was missing on closing count and could not be found. They allege that the blade fell off the handle when the surgeon extended the incision to retrieve the gallbladder our of the abdomen. Portable x-rays were done, and the scalpel blade was found. The patient was re-prepped with chlorhexidine and re-draped in sterile drapes. The scalpel blade was retrieved by the surgeon. Abdomen views via laparoscopic camera post removal and no obvious lacerations or bleeding were noted by the surgeon. The surgeon talked to the family about the incident, and started patient on additional doses of antibiotics. This incident is tracked in our complaint system as (B)(4).

Manufacturer narrative:
Aspen surgical received a report from our distributor indicating that a scalpel blade fell off the handle during a procedure, and was left in the patient. With the use of x-rays, the blade was found and retrieved from inside the patient. Surgeon confirmed no additional injury due to the blade being left in patient. The actual device is in process of being returned for evaluation. The manufacturing lot number was provided for review. Once the investigation is complete, if any additional relevant information is identified it will be included in a supplemental report.

Manufacturer narrative:
Aspen surgical received a report from our distributor indicating that a scalpel blade fell off the handle during a procedure, and was left in the patient. With the use of x-rays, the blade was found and retrieved from inside the patient. Surgeon confirmed no additional injury due to the blade being left in patient. The sample was returned and evaluated. The sample was tested, and found to meet all specifications. Additionally, the blade was placed onto a new scalpel handle, and it fit correctly and stayed on as it should. Therefore the condition cannot be confirmed. In addition, production records were reviewed and no anomalies were found. Since the malfunction could not be confirmed, no definitive root cause was identified, however it is suspected that a worn handle may have been used by the health professional, possibly causing the blade to not stay as firmly on the handle as it should have. If any additional relevant information is identified it will be included in a supplemental report.

Event description:
Aspen surgical received a report from our distributor indicating that a scalpel blade fell off of the handle and was left inside the patient after surgery. It then needed to be retrieved, in order to prevent any damage that the blade may cause. The scalpel blade was missing on closing count and could not be found. They allege that the blade fell off the handle when the surgeon extended the incision to retrieve the gallbladder our of the abdomen. Portable x-rays were done, and the scalpel blade was found. The patient was re-prepped with chlorhexidine and re-draped in sterile drapes. The scalpel blade was retrieved by the surgeon. Abdomen views via laparoscopic camera post removal and no obvious lacerations or bleeding were noted by the surgeon. The surgeon talked to the family about the incident, and started paitent on additional doses of antibiotics. This incident is tracked in our complaint system as (B)(4).